Event description:
Major pump unit(s) involved: blood pump.kink in outlfow graft.specific component(s) involved: outflow graft malfunction/malposition;kink in outflow graft.causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump.implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: outflow graft malfunction/malposition.